Event description:
It was reported that during an attempted implant, the ventricular lead experienced undersensing of less than 2 volts. The ventricular lead was removed and replaced with another lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.